Manufacturer narrative:
Additional information: index procedure was prompted by evidence of ischemia and myocardial infarction (mi greater than 24 hours prior to index procedure). Patient had a medical history of hypertension. During the index procedure one resolute onyx des was implanted in the lad. Sponsor assessed that the event was not related to index device or antiplatelets medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted. Cec adjudicated that patient suffered non-q-wave myocardial infarction of the lad (target vessel), mdt extended historical peri-pci.